Manufacturer narrative:
The device was returned for evaluation. The returned sheath was visually examined, and the following was observed: liner fully expanded and tip opened as designed. Distal tip stretching observed. Liner fully circumferentially delaminated 2cm in length, approximately 10cm from the tip. Kink in sheath shaft at delaminated location (approximately 10cm from tip). Due to the nature of the complaints, no applicable functional or dimensional testing was able to be performed. The complaints were confirmed through visual examination. Imagery was provided for review. The provided 3mensio was reviewed, and the following was observed: calcification, tortuosity, and undersized vessel diameters are present in the patients access vessels. The 14f esheath is indicated for use with vessel diameters greater or equal 5.5mm. The reported events were confirmed through evaluation of the returned device. However, no manufacturing non-conformances were identified during complaint device evaluation. Reviews of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. Additionally, there was no report of any issues with the sheath during device preparation or unpacking, indicating that this was not an out of the box issue. As reported it was impossible to retract the balloon into the esheath since the balloon was folded. Then, the ds was only partially retracted into the esheath and then the esheath was retrieved first with the ds as a unit. The artery was close as per standard protocol without any need of surgical backup/ cutdown. Per the follow up communication, calcified iliacs, both sides with diameter less than required. Access vessels with mild tortuosity, due to calcification stenosis in both sides, diameter less than required. Out of this CT it is not suitable for 14f esheath was reported. Per review of the provided imagery, calcification, tortuosity, and undersized vessel diameters were present in the access vessels. Per evaluation of the returned device, the liner was fully circumferentially delaminated at 10cm from the tip and kinked at the same location. Vessel tortuosity and calcification can subject the sheath to suboptimal angles which can lead to noncoaxial alignment and increased interaction between the devices. Calcification and undersized vessel diameters can create a constrained condition on the sheath and lead to further friction. This may have contributed to non-coaxial retrieval of the delivery system with burst balloon. In addition, a burst balloon may have a larger profile and get caught on the sheath during the withdrawal attempt, leading to withdrawal difficulty. If excessive manipulation was applied to overcome the withdrawal difficulty, it may result in the observed liner delamination and kink. As such, available information suggests that patient factors (calcification, tortuosity, undersized vessel) and/or procedural factors (withdrawal of burst/torn balloon, excessive manipulation) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually examined for any abnormalities and the following was observed: crimped valve: one (1) strut bent, less than 90 degrees, at the inflow side. The valve was expanded by edwards lifesciences engineering. Post expanded valve: bent strut corrected. Frame canted. Leaflets wrinkled and dehydrated due to storage condition (prolonged crimping) during the return handling process. Due to the nature of the complaint, no applicable dimensional or functional was performed. The complaint was confirmed through visual examination. Imagery was provided by the site and revealed the following: valve bent strut appeared to get caught onto the liner, bunching it towards the hub. Presence of tortuosity in patients access vessels. The reported event was confirmed through returned product evaluation. An existing technical summary written by edwards lifesciences captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. The root causes identified in technical summary were reviewed and the following were identified as applicable to this event: tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen during advancement, leading to resistance. Per 3mensio provided, there was presence of tortuosity in patients access vessels. Excessive device manipulation/ high push force can lead to the valve struts interacting with the sheath shaft and resulted the strut damage at the valve inflow side. Per event description, difficulties were found to advance the commander delivery system and valve through the esheath. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with this issue. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. Based on available information, investigation suggests that patient factors (tortuosity) and/or procedural factors (excessive device manipulation, high push force) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported through edwards lifesciences affiliate in germany, regarding an implant case of 26mm sapien 3 ultra valve in aortic position by transfemoral approach. During procedure, the esheath was inserted without difficulties. Difficulties were found to advance the commander delivery system and valve through the esheath. Once the valve was at the aortic arch, bent strut (90 degrees) on the valve was observed. The valve was successfully pulled back in the esheath. A new 26mm sapien ultra valve with a 16f esheath was successfully implanted. There was no patient injury during the procedure.